Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that this right atrial (ra) lead was repaired using a repair kit to present extra noise signals and oversensing. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repaired using a repair kit to present extra noise signals. The lead remains in service. No adverse patient effects were reported.